Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped working after approximately one minute was confirmed during the archive data review but not confirmed during the functional testing. No device malfunction was observed during the functional testing, and the platform functioned as intended. The customer's complaint that the autopulse platform's cover had a crack was confirmed during the visual inspection. A large crack on the bottom enclosure and a small crack across the screw well area of the front enclosure handle was noted. The observed physical damage was likely attributed to user mishandling, such as a drop. The damaged parts were replaced to address the reported physical damage. Based on the archive data, the autopulse platform stopped compression, and it displayed multiple user advisories (ua) 02 (compression tracking error), ua17 (max motor on time exceeded during active operation), and ua45 (not at "home" position after power-on/restart), confirming the reported complaint of stopped working after a minute. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 indicates that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure the patient and the band are correctly aligned, and press restart. User advisory 17 indicates that the lifeband is twisted, or battery voltage is low. The recommended actions for this type of user advisory are open lifeband, start manual CPR, check battery and lifeband, pull up entirely on the lifeband, ensure that the patient and the band are correctly aligned, and press restart. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), then restart. During functional testing, the autopulse platform performed compressions and functioned as intended. The customer's reported complaint and the uas observed in the archive were not reproduced throughout the testing. The autopulse platform was further subjected to extensive testing using a large resuscitation testing fixture (lrtf), and the platform passed without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The customer reported that the autopulse platform (sn 34561) stopped working after approximately one minute. No error message or fault code was displayed on the lcd. Also, the customer noticed a crack on the autopulse platform's cover. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.